Event description:
Customer reported that he was having issues with high blood glucose. Customer does not believe the issues is with the insulin pump but just wants to make sure it was working properly. Troubleshooting was performed and no issues were noted. Customer's blood glucose was 176 mg/dl. Customer called back stating she did the high pressure test on the device and it did not alarm no delivery. Customer stated then insulin was going through because she noticed the reservoir was going down. Customer stated she double up on her bolus to lower her high blood glucose and it did not lower. Customer declined to do another high pressure test again. She stated she understand that she will not get the alarm if she placed the tubing clamp during a standard basal rate. Customer declined to troubleshoot for high blood glucose. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.